Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving lioresal via an implanted pump. The hcp thought the patient was receiving 300 mcg/day. The indication for pump use was unknown. On 06-jul-2017 it was reported that the pump eroded through the skin by the catheter access port area. There was protrusion through the skin/dehiscence. All tests that were run showed that there was no infection; however, infection control said the infusion system should be explanted. It was unknown when it was first observed. The patient presented to the ER (emergency room) on (B)(6) 2017. The patient was treated with IV (intravenous antibiotics) and it was believed a total system explant was occurring on (B)(6) 2017. There was no allegation against device sterility. No further patient complications have been reported as a result of this event. Additional information was received from a manufacturer's representative (rep) on 2017-jul-18. It was reported that the rep was told they were explanting the catheters and were going to re-implant a whole new pump this wednesday ((B)(6) 2017). Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the remainder of the system was explanted and would be implanted on (B)(6) 2017. Additional information was received from a manufacturer's representative (rep) on 2017-jul-26. It was reported that on (B)(6) 2017 a new system was implanted.